Manufacturer narrative:
Zoll circulation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male pt, the device was unable to detect the attached electrode pads. Complainant indicated that they obtained another set of electrode pads and was unable to detect an ECG signal. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.